Manufacturer narrative:
The device has not been returned for microvention for evaluation.

Event description:
It was reported that a 181237cm-v coil detached prematurely in the aneurysm. Additionally, it was reported that half length of the coil was in the aneurysm and the other half was in the micro-catheter when the coil was pre-detached. The physician then removed the coil from the patient using a goose neck snare. The patient status is ok per our distributor report.